Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: a1; a2; a3;b7; h2; h3; h6. The reported event could not be confirmed as product was not returned. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will be returned for analysis; an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported on an unknown date that the device design did not fit intra-operatively and the surgeon converted to an augmented base plate. The surgeon abandoned the planned device and used an augmented base plate to complete the procedure. No environmental or handling factors were reported. The patient experienced no known impact or consequence. Attempts have been made and no further information has been provided.